Event description:
It was reported that a rotawire fracture occurred. The target lesion was located in the right coronary artery. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, the rotawire was positioned distal to the target area with the help of an unspecified otw balloon. Then, the burr was advanced with dynaglide mode; however, when rotalink plus was still inside the guide catheter, it was noted that the radiopaque tip of the rotawire broke and embolized distally inside a small vessel. The physician decided to leave the wire tip in the patient because there were no symptoms or ECG alterations. The procedure was then stopped due to the patient not responding to heparin and bivaluridina. No further patient complications were reported and the patient's status was stable.